Event description:
Patient reported that their doctor believes the cause may be due to a lumped or nicked nerve, maybe. Patient stated MRI, x-ray then turned unit off for a month. Patient reported they got a nerve block injection and waited a month to resume device. Patient stated at this point they think it has been resolved. They are using the device again with settings with the help of rep.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was experiencing pain in his rib cage following his implant. The stimulator was not turned on until his post op appointment. The pain was present immediately after surgery. Patient was given a steroid pack to help with pain and has also undergone CT scan. It was unknown what factors led to the issue. Additional information was reported that pt said his trial went better than expected for pain from scoliosis, degenerative disc, arthritis, a spinal fusion and sciatica so pt went forward with the implant but about 3- 4 days before stim was turned on he started experiencing unbelievable, mind numbing, searing pain in his lower left rib that feels like he is hooked up to 240v jumper cables, that lasts 30-45 seconds, it takes his breath away, nothing makes him feel better and leaves him feeling like he was kicked by a horse in that spot. Pt said this happened 3-4 times a day. Pt said he kept going back to the health care provider (hcp) and the manufacturing representative (rep) and they turned the stimulator down then down again and off, when stim is off it happens 1-2 times a day. Pt said when it was turned down he still gets the sharp stabbing pain and electrical jolt and when it is off he still gets the sharp stabbing pain but no electrical jolt. Pt said his hcp told him: maybe they angered a nerve so he has been taking gabapentin, tramadol, and a new medication spirex that you spray up your nose. The patient was redirected to hcp for medical advice. Pt said he notices the pain occurs when he makes a certain body movement such as: getting into the car or when he lays down in bed at night or reaches across the table. Ptalso mentioned he gets vertigo when he stands up and it helps when he stands up but no further vertigo information was mentioned during the call. Pt said he went to the ER 6-7 days ago and they did a CT with contrast and an EKG saw nothing unusual, the leads still are attached. Pt said his hcp did a nerve block was last thursday now does it less often.